Event description:
The customer questioned results for 1 patient sample tested for free thyroxine (ft4), thyrotropin (tsh) and thyroxine (t4). The results for ft4 and tsh were erroneous. No erroneous results were reported outside of the laboratory. The customer thinks there could be a biotin interference. This medwatch will cover tsh. Refer to medwatch with (B)(6) for information on the ft4 erroneous results. The initial ft4 result from the e602 analyzer was 2.97 (unit of measure not provided). The repeat result from the siemens method was 1.46 (unit of measure not provided). The initial tsh result from the e602 analyzer was 0.454 (unit of measure not provided). The repeat result from the beckman method was 0.69 (unit of measure not provided). Dilution testing was performed with tsh with the e602 and the beckman method (the unit of measure was not provided for the dilution tests). The e602 tsh dilutions: x2 tsh = 0.29 x2 = 0.58 x4 tsh = 0.166 x4 = 0.664 x8 tsh = 0.091 x8 = 0.728 x16 tsh = 0.047 x16 = 0.752 x32 tsh = 0.023 x32 = 0.736 the beckman tsh dilutions: x2 tsh = 0.332 x2 = 0.664 x4 tsh = 0.165 x4 = 0.66 x8 tsh = 0.089 x8 = 0.712 x16 tsh = 0.035 x16 = 0.56 x32 tsh = 0.017 x32 = 0.544 no adverse event occurred. The e602 analyzer serial number was (B)(4). A specific root cause could not be identified. The sample was requested for further investigation; however, the sample is not available to complete the investigation.

Manufacturer narrative:
The tsh unit of measure was miu/l and the ft4 unit of measure was ng/dl. The t4 unit of measure was mcg/dl. The customer thinks the ft4 results from the siemens system and the tsh results from the beckman system are correct.